Event description:
It was reported that the 6800 system locked up with a noise and would not print during a case. The procedure was completed without incident. No patient injury was report.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.